Manufacturer narrative:
The event of ipg replacement was reported to abbott. The patient lost therapy. The patient stated properly charging their ipg. The patient's ipg stopped communicating with their charger and later the ipg turned inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy approximately on (B)(6) 2018. Patient stated properly charging their ipg. Near (B)(6) 2017, the patient's ipg stopped communicating with their charger and later the ipg turned inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.